Manufacturer narrative:
Philips has concluded the investigation of this reported issue. According to the information obtained on june 17th, 2023, while setting up the system for use, the radiographer noticed that the live and reference images were not shown on the flexvision monitor. At the time, a patient was being prepared to undergo an emergency cardiac procedure (the patient was not on the table). The patient was transferred to another system to undergo the procedure. A delay in treatment has been reported. The patient expired two (2) days after the reported incident. Philips has undertaken a good faith effort to obtain additional information to evaluate the full sequence of events. However, no further information has been provided on the duration of the delay, the clinical situation and status of the patient, the outcome of the procedure or the post procedural management. However, the internal investigation performed by the customer has concluded that the azurion breakdown did not affect the patient outcome and the reported patient death was assessed as unrelated. Based on the available information, it can be determined that the reported issue had no contribution to the patient outcome. The analysis of system log file identified ¿the video matrix switch is not reachable¿ which confirmed the reported malfunction. On june 19th, 2023, a philips field service engineer (fse) inspected the system on site and identified that the power supply for the dvi (digital visual interface) matrix switch was loosely inserted. The fse reinserted the power supply cable and restarted the system. The system functioned correctly and was returned to clinical use. On july 31st, 2023, another report of a lack of live xray images was reported to philips. A philips fse inspected the system on site and checked the error logs. It was identified that there were errors present indicating that the video inputs could not be routed to the switchable monitors. The fse replaced the dvi matrix switch and reloaded the software to the flexvision pc. The system was returned to clinical use with intended functionality and no further occurrences were reported. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor would not display the live x-ray image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.